Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 100mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. During a scheduled pump replacement for end-of-life battery it was discovered that the catheter was not working. The physician was unable to aspirate the catheter during the pump replacement. The physician was unable to aspirate the catheter through side port and using a small syringe on the catheter directly. The catheter was replaced. The issue was resolved at the time of the report. The cause of the catheter not being able to be aspirated was not determined. The physician typically does a full replacement on old catheters when they are determined to be not working so he does not take the time to determine the cause of failure. The patient status at the time of the report was indicated as alive, no injury.